Event description:
It was reported that the homechoice cassette leaked. The event was further described as ¿heater line was leaking on the right side of the machine, at the point where it comes out of cassette." This occurred during fill one of seven of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session. Rts advised the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a cut on the heater line tubing. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak from a cut in the heater line tubing located near the tack weld. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.